Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that on (B)(6) 2024 the patient experienced high blood glucose level (specific value unknown) due to occlusion. Therefore, patient tried to treat it with correction bolus via pump. The issue was resolved by changing infusion set only and resumed insulin. No further information available.